Manufacturer narrative:
Olympus inspected the device at olympus service operation repair center (sorc) and found followings: the reported event was not reproduced. The internal blade of the bending section was broken. The insertion tube was damaged. The adhesive in the bending section was damaged. There is an abnormality in the appearance of the connector. The angulation range of the bending section was insufficient. The angulation fixing function of the bending section was insufficient. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the followings: defect of the charge coupled device (ccd) unit of the device. Defect of the circuit board in the connector of the device. Defect of the video processor. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that a scope error occurred and the endoscopic image was not displayed during preparation for use. Reportedly, the error was e216. There was no report of patient injury associated with this event.